Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was indicated that the patient was under 2 years old which is off label. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.